Event description:
The facility reported a damaged battery. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluation summary: the customer reported problem of damaged battery was not confirmed. The battery history was reviewed and revealed the pump had 0 battery discharges below alarm threshold. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.